Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor over infused with a patient. The device was filled with fluorouracil. The expected infusion time was 48 hours; however, the device emptied after only 24 hours. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.